Event description:
No blood glucose levels reported. The customer reported multiple no delivery alarms from the insulin pump. The customer was very upset and refused to do any troubleshooting for the insulin pump. The customer reported having had tried all remedies but continues to have repeated no delivery alarms. The customer would replace the entire infusion set to clear the alarm. Sometimes the customer would just simply rewind and re-prime the insulin pump to clear the no delivery alarm. The customer also reported a crack on the insulin pump by the reservoir compartment. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).